Manufacturer narrative:
The tech replaced the worn casters to repair the stretcher.

Event description:
Info received indicates the brake casters will swivel when the brake is set and the stretcher is pushed from the side.